Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0826 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was infused with chemotherapeutics through the PICC catheter. During routine maintenance of the catheter, it was found that the exposed part of the catheter was crushed on the patient's skin.